Manufacturer narrative:
The technician replaced the head gas springs to resolve the issue.

Event description:
The technician alleged that the head of the stretcher will not raise or lower and stuck in a raised position. No patient impact.